Event description:
It was reported that this right ventricular (rv) lead recorded high out-of-range shock impedance measurements. Technical services (ts) noted two additional instances of out-of-range shock impedances. Additionally, no noise was observed on the electrogram (egm) and the device has not delivered a shock. Ts discussed potential reprogramming options and recommended considering a defibrillation threshold (dft) test to further evaluate the lead. No adverse patient effects were reported. This rv lead remains in service.